Event description:
It was reported that the patient experienced ineffective stimulation as the lead had migrated up the cervical spine. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned and moved back down into placed and sutured in place. Therapy has been restored to patient.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 8226068. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.